Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported being unsure if the cannula was correctly inserted into the infusion site (arm). The patient's blood glucose levels reached >400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dehydration and vomiting. The patient was treated with IV (intravenous) fluids with potassium, and IV insulin. The patient was released in 3 days. The pod was removed at the hospital.